Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: the 36 ceremaic head broke. Update oct 5, 2017: litigation record received. In addition to what was previously reported, litigation alleges pain, discomfort and failure of acetabular liner. Added complainant information. Added unknown liner. This complaint was updated on oct 13, 2017. Update oct 21, 2017: pfs and medical record received. In addition to what were previously alleged for MDR reportability, medical records reported that patient had an unusual sensation, popping in the hip, and unable to bear his weight. Revision notes reported that the surgeon found broken bits of ceramic, broken ceramic head, dislocated hip, scratches on the trunnion, and wearing of the head and liner. This complaint was updated on oct 27, 2017. Investigation method: a worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Per the initial reporting; no additional investigative information will be provided. Without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. The device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. Investigation summary: the 36 ceramic head broke. The der indicates no surgical delay was caused and no piece of instrumentation was left in the patient. No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. See section d for any product information received. Complete product detail has not been received at this time. If further information is received a follow-up medwatch will be filed as appropriate.

Event description:
The 36 ceramic head broke. Update oct 5, 2017: litigation record received. In addition to what was previously reported, litigation alleges pain, discomfort and failure of acetabular liner. Added complainant information. Added unknown liner. This complaint was updated on oct 13, 2017. Update oct 21, 2017: pfs and medical record received. In addition to what were previously alleged for MDR reportability, medical records reported that patient had an unusual sensation, popping in the hip, and unable to bear his weight. Revision notes reported that the surgeon found broken bits of ceramic, broken ceramic head, dislocated hip, scratches on the trunnion, and wearing of the head and liner. This complaint was updated on oct 27, 2017.